Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a volar plate repair for a finger dislocation, as the surgeon was putting in the ar-8998t nano swivelock anchor, the anchor got stuck on the driver halfway down and the anchor would not deploy and became completely stuck on driver. Due to the issue the surgeon had to change their original surgical plan and complete the case by doing bone tunnels with fiberwire.